Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing the handle was not working. No harm or delay reported. Additional information received confirmed that the ratchet was able to be removed from the mesher which by default the malfunction is that the ratchet would not perform the up and down motion: a reportable malfunction. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet handle was not functioning properly; the test mesh graft passed. However, the roller and gear were worn and replaced. The ratchet was disassembled and repaired to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.